Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 293 mg/dl. The customer experienced vomiting and extreme thirst. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. It was also stated that the insulin pump alarmed motor error multiple times. Advised the caller that the insulin pump would be replaced. Nothing further was reported.